Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 250.06 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the pump had an involuntary stoppage and the patient had a return of spasm symptoms. It was noted that the doctor tried to "reactivate the rotor" and to give a simple bolus but it did not work and the engine did not restart. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019. At the time of the event, the issue was not resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the report of the "involuntary stoppage" meant a motor stall occurred. It was also confirmed that the pump did not restart. It was indicated that a manufacturer representative had the pump and would return it the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.